Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was stuck in a blue screen with icons showing on the left side. Technical support (ts) had the nurse click on the cns 6000 icon, but the cns application would not launch. The nurse was not able to troubleshoot the issue any further and stated they would contact their biomedical engineer (bme) to get it resolved. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated, nor confirmed. As such, a root cause cannot be determined. Freezing and blue screening is commonly related to hard disk drive (hdds) failures. The customer reported that the issue was resolve but could not provide details of the resolution. The hdds are electronic components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hdds fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," or "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hdds replaced. Sometimes an hdd can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance).

Event description:
The nurse reported that the central nurse's station (cns) was stuck in a blue screen with icons showing on the left side. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) was stuck in a blue screen with icons showing on the left side. No patient harm was reported. Nihon kohden technician had the nurse click on the cns 6000 icon and the application would not launch up. The nurse was not able to troubleshoot the issue any further and stated they would contact their biomedical technician to get it resolved. Nk technician called the nurse back and the nurse reports that the issue has been resolved but could not provide the resolution.